Manufacturer narrative:
N/a

Event description:
The following has been reported: the hospital sent us the pump because error 51 was displayied. We did the usual test (many times) but the error 51 has not been found reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and any error 51 was found. "The reported device was received in brézins for investigation. According to provided investigation, nothing was noticed during external visual check. The reported event could not be reproduced during testing, no alarms or error messages were triggered and all tests were compliant with device specifications. For this complaint, with the results of analysis no defect could be noted on the device following several checking/tests and the reported error 51 cannot be reproduced. No root cause could be identified and this complaint is therefore not valid. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not valid for this issue as per our local procedure, we initiated no action.

Manufacturer narrative:
Change the date of submission 11/14/2024 on f11 and f13.